Event description:
Heartmate 3 patient presents with (B)(6) and aspergillus driveline infection requiring surgical incision and drainage (I&d), vacuum assisted closure (vac) dressing, and prolonged antibiotic course planned.